Event description:
It was reported that the doctor was removing the trial insert after the cement of the implant hardened. He used a single proxy retractor when removing the insert and it bent the inside portion of the trial insert.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.